Event description:
Alzheimer's [alzheimer's disease], dementia, bad headaches [headache], memory loss. Case description: this case was reported by a consumer and described the occurrence of alzheimer's in a (B)(6) male patient who received triple sale dental adhesive cream (super poligrip original denture adhesive cream) unknown for an unknown indication. On an unknown date, the patient started super poligrip original denture adhesive cream. On an unknown date, an unknown time after starting super poligrip original denture adhesive cream, the patient experienced alzheimer's (serious criteria gsk medically significant), dementia (serious criteria gsk medically significant), bad headaches and memory loss. Super poligrip original denture adhesive cream was discontinued. On an unknown date, the outcome of the alzheimers, dementia, bad headaches and memory loss were not recovered/not resolved. The reporter considered the alzheimers, dementia, bad headaches and memory loss to be related to super poligrip original denture adhesive cream. Additional details: the consumer reported that he used super poligrip original with zinc for three years and due to the zinc he has memory loss, headaches, alzheimer's and dementia. The consumer reported that he feels like he is floating into alzheimer's. The consumer reported that he has a subtle form of alzheimer's and dementia and that his doctor advised him that because of his age, he could possibly be at the beginning of the tip of having alzheimer's and dementia. He reported that he has little mind left which has caused memory loss for him, created voids in his mind and then an hour later he will remember. The consumer reported that he looks at people and he does not know who they are. He reported that he feels like he is losing his mind and it has taken his mind away. He reports that his headaches are really bad. The consumer reported he was going to the va hospital today. The consumer reported that he is currently using super poligrip original zinc free. The reporter also reported that his father had similar events. (B)(4).